Event description:
It was reported that during an unknown procedure the clips were not forming correctly. The case was completed with the same device and there was no patient consequence.

Manufacturer narrative:
Date sent: 07/17/2007. Information anticipated, but unavailable at this time.